Manufacturer narrative:
An infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician. -physical examination findings. -results of special investigations: laboratory test results & imaging studies. -microbiological culture and sensitivity results. -response to previous treatments and therapies. -any relevant epidemiological information or exposure history. -concomitant devices in use. -preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. -care of access site. Because this evidence has not been provided, the root cause of the infection cannot be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the 78-year-old male patient presented with chest pain or dyspnea, and was placed on impella cp support for pre-op percutaneous coronary intervention. Patient developed bacteremia and the decision was made to perform the high-risk pci. Four days later, the patient developed ventricular tachycardia and a short pulseless electrical activity (pea) that patient recovered on its own from suctioning on the vent. Care was ultimately withdrawn. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.